Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: device patch with lot number 1392974, is labeled as left side and has an opening on radius extended. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "looks different".

Event description:
Patient reported left side "looks different". Healthcare professional reported rupture. Device has been explanted.